Event description:
It was reported that the pdm became very hot and the screen expanded and cracked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The complaint reported thermal/swollen battery issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.